Event description:
A surgeon reported a pt with bilateral intraocular lenses (iols) explanted due to refractive surprises. Both lenses were exchanged for the same model lens. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/27/2010 and 09/28/2010 by phone, fax and mail. A completed questionnaire has not been rec'd. (B)(4).